Event description:
A customer reported a power source alert 07 while using a tandem charging cable and wall adaptor. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to leave the wall adapter plugged into a functional outlet for at least 30 minutes, resulting in the pump starting to charge successfully.